Event description:
It was reported that this right atrial (ra) lead had been damaged during a previous procedure, during which a repair sleeve was applied. The physician decided to explant this lead. The lead did was not reported as having any issues. A new device was implanted. No additional patient effects were reported.